Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patients device was moved 3-4 inches toward the head for comfort as there was a ¿gnawing¿ sensation in the original location. The device was tilting/moving on the patient as well. At the time of the procedure, the device was turned off. The device needed the adaptivestim reset at the follow up appointment on (B)(6) 2014. The device was re-oriented and reprogrammed as well and was performing appropriately. The patient had a 50% or greater symptom reduction and it was stated that everything was ¿great¿ for the patient.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that the leads had migrated and during the revision to reposition the ins the leads were replaced. The patient reported that medical imaging had indicated that the leads had shifted. No symptoms or additional complications were reported for this event. For additional information regarding the broken insr antenna belt, see pe (B)(4).